Manufacturer narrative:
The issue associated with the complaint has been tracked internally, and is currently under investigation.

Manufacturer narrative:
The device was returned to the manufacturer and is pending evaluation. A supplemental report will be submitted upon completion of this activity. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 260 mg/dl while wearing the pod between 24 and 36 hours. The patient experienced a burning sensation when insulin was being delivered. Father changed the pod and noticed that the needle did not retract.